Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: asymmetry issue. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent a breast augmentation primary with an unknown mentor saline prosthesis experienced right-sided asymmetry issue, and left-side deflation post procedure. The issue was diagnosed through in office examination. As a result, patient underwent bilateral replacements as follow: left/ catalog number: 3503251bc, serial number: (B)(4), right catalog number: 3503251bc, serial number: (B)(4), and bilateral partial capsulectomies, on february 20, 2023. This report relates to the right prosthesis.

Manufacturer narrative:
Per additional information received on november 5, 2023, the following updates applied: patient ethnicity is asian, patient age at the time of event was 27 years old, date of implantation was on (B)(6) 1997, date of event was on december 23, 2022. The patient also experienced right sided capsular contracture grade ii-iii. Manufacturer¿s reference number: (B)(4).